Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified for the ¿no image¿ issue. The phenomenon was not reproduced. However, liquid leaking at el connection was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, and no image issues were present. However, the subject device did fail the leak test due to a leak found in the connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported a faulty connection, causing an intermittent image with his olympus hd 3cmos autoclavable camera head. According to the initial reporter, this took place during a therapeutic ureteroscopy procedure. Reportedly, the procedure was completed using another device without any patient harm or additional intervention.